Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Sterile part: part 04.633.364s, lot 8692013: (B)(4). Manufacturing date: november 04, 2011. Expiry date: october 01, 2023. Non-sterile part: manufacturing location: (B)(4). Manufacturing date: august 10, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported transverse connector was applied at l4 to ilium region for spinal fracture on (B)(6) 2015. The removal surgery was scheduled on (B)(6) 2016 as synostosis had been confirmed. During the removal surgery, the transverse connector in question was found broken in the patient's body even though it didn't show on x-ray preoperatively. As the implant was scheduled to remove anyway, there was no additional patient harm. The surgery was completed successfully without any surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: a visual inspection of the transconnector shows that the part is broken into two pieces as complained. The break runs across the base of the articulating head component: 04.633.364.9 (c-channel w/ articulating head). The part¿s raw material was verified and found to be conforming. The device was inspected for spherical diameter and head thru hole diameter. However, these measurements were unobtainable as the articulating head component was broken inside the clamp assembly. The part was successfully inspected for neck diameter and found to be conforming. All features that were obtainable and could be measured during the investigation passed inspection with two (2) exceptions due to the break being inside the clamp assembly. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the exact root cause was not defined exactly. However, body movement could have led to an overloading of force, which caused the breakage. No manufacturing related issues were identified and/or confirmed. Corrected data: although the patient had healed appropriately, the device was found in a broken (unexpected) condition during the procedure. Permanent impairment of a body function or permanent damage to a body structure could have resulted. Synostosis was originally reported as the patient harm. However, that term is indicative of the successful union of bone(s). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.